Manufacturer narrative:
Additional product code: jey. A portion of the device was received stuck inside another device. Remainder of device was discarded. Customer quality (cq) engineering investigation: the returned insertion guide and k-wire are devices in the 3.5mm lcp proximal humerus plates system indicated for complex fractures of the proximal humerus (fractures and fracture dislocations, osteotomies and nonunions of the proximal humerus, particularly for patients with osteopenic bone). Instructions for use can be found in technique guide. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned devices as part of this investigation. No product design issues or discrepancies were observed. Part# 292.71 1.6mm kirschner wire with 5mm thread-trocar point 150mm visual inspection at cq. Only a small portion of the k-wire was returned. It is stuck inside the insertion guide. A small section of non-threaded shaft is protruding from the underside of the guide. The outside diameter measured 1.55mm at cq which is within specification of 1.53mm - 1.60mm per drawing. A review of the device history records was unable to be performed since the lot number was unknown. Drawing review: drawing was reviewed during this investigation. The insertion guide hole diameter specification is 1.60mm per component drawing with reference to f8 tolerance which specifies +0.006 / +0.02 which results in tolerance range of 1.606mm - 1.62mm. The kirschner wire (part# 292_71) outside diameter specification is 1.53mm - 1.60mm per drawing. Previous revision released also specifies the outside diameter to be 1.53mm - 1.60mm. Therefore, there is a worst case clearance of 0.006mm. No product design issues or discrepancies were observed. This complaint is confirmed. A broken piece of a kirschner wire (k-wire) is lodged inside the returned insertion guide. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as a portion of a kirschner wire is already broken and stuck inside the returned insertion guide. Note: the failure code of tip broken : procedural step unknown was selected for this investigation summary to account for the received k-wire device and that it was not broken post operatively while implanted inside a patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal humerus plate guide block (insertion guide) stopped functioning after an incorrect sized guide wire was inserted into it during an open reduction internal fixation (orif) of a proximal humerus on (B)(6) 2017. After the surgeon implanted a few screws, he tried to get the k-wire out of the guide and discovered tgat tge kwire was too big for the guide. The surgical team pulled the guide block (the kwire was removed with guide) off and finished the case without incident. Two locking screws had already been implanted when this occurred. Additional locking screws were placed proximally, using a standard locking drill guide. There were no reported surgical delays or other intervention required. The final construct was a 3-hole proximal humerus plate and (9) screws. The procedure was completed successfully with the patient in stable condition. After the case, while trying to remove the k-wire from the guide, the k-wire broke off as they were trying to remove the guide. Less than one cm of a 1.66mm k-wire is broken off inside of the guide block. No additional information is available. This complaint involves 1 part. Concomitant devices reported: one 3-hole proximal humerus plate (part 241.901, lot # unknown), 2 screws (part # unknown, lot # unknown. This report is 1 of 1 for (B)(4).